Event description:
A doctor reported a case of decentered refractive surgery, observed (per corneal topography) bilateral on a pt one day post lasik. Add'l info has been requested. There are two related reports for this pt. This report addresses the pt's left eye. Another MFR report will be filed for the fellow eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).